Manufacturer narrative:
The unit was received with a blank display; however, after disassembly and reassembly, there was no blank display during testing. The unit had a blank display problem isolated to the electronic assembly. Analysis was unable to verify a low battery alarm due to a blank display. The unit had a minor scratched display window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer called to report a blank display and high blood glucose levels. The customer's reading was 493 mg/dl. The customer performed troubleshooting but the display stayed blank. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product back for analysis.